Event description:
On (B)(6) 2013, the patient reported to ulthera welting on the cheeks. Dr (B)(6) verified that the patient is a (B)(6) female. Within days of her treatment, she experienced some raised erythematous inflammatory lesions between 1 to 2 mm in the areas of her treatment.  These lesions were never pustular or vesicular. These lesions have appeared to resolve spontaneously overtime after prescribing antibiotic. As of february 2014, the practice advised that the nodules (cyctic acne suspected at the time) resolved. On (B)(6) 2014 the practice contacted ulthera to advise recurrent nature and again over the areas of previous treatment. While the pathophysiology remains unclear to dr (B)(6) (and there is no direct link to ultherapy), these lesions do recur and present over the previous treated areas.